Manufacturer narrative:
The device was received on june 21, 2016 and is under investigation. Additional information has been requested from the customer; however, further details are not available at this time. Results will be provided once the investigation has been completed and a follow-up report will be filed.

Event description:
The dentist reported that he was removing the healing abutment when the implant came out. "The implant failed". There was no further information received.